Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The tip separation was confirmed. The deployment difficulty was unable to be confirmed as it was based on case circumstances. It was determined that the reported difficulties and surgical procedure to remove the tip appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the unspecified vessel, the supera stent failed to be deployed and during removal the tip dislodged and remained in the vessel. Surgical intervention was used to retrieve the separated tip from the vessel. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).